Event description:
A peritoneal dialysis pt reported that the cassette was leaking. There is no report of pt injury. No sample is available for eval.

Manufacturer narrative:
No sample was available for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.